Manufacturer narrative:
Implicated product is expired. A DHR review was performed on capture r ready ID, lot id298 for fya antigen status prior to release. Cells 2,3,6,7,9,12 and 14 are listed as fya + on the masterlist. DHR quality review deemed all specifications as being met and released product to market on 26apr20.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when testing patient sample (B)(6) with capture-r ready-ID lot id298 on the galileo echo instrument.